Event description:
I received a CPAP machine in the mail from (B)(6) healthcare without ever talking to anyone back in (B)(6) 2025. This machine came with an airfit n20 mask out of their missouri shipping office. Last week I found out this is one of the recalled masks with product code 00619498635351 (found on the FDA class 1 recall sheet). I never spoke to anyone in the office, they know nothing about my medical history, I received no warnings or anything else in the box. In fact, I didn't even have a user manual for the machine included, just a quick start guide and refrigerator magnet. I feel I need to contact everyone I can about this mask being mailed out as I would imagine this is actually against the law. I was told by (B)(6) customer service that this mask is routinely sent out with the CPAP machine to all new customers. No face measuring or mask fitting (as my md said they should). It came out of their st. Louis, missouri shipping facility, so this mask is being sent to new customers all over the country. I have a pdf scan of the back of the box with product code if you need that, but cannot upload it below.